Event description:
It was reported that during a tracheostomy procedure preparation, the user could not fully clamp the guidewire and was not able to close the adjustable flange issue was observed during device check and prior to use. There was no patient involvement reported.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Similar customer complaints related to uniperc flange locking mechanism were received in past therefore (B)(4) was raised. This issue is currently monitored via customer complaint trend (B)(4). DHR review was done, no issues related to the original complaint were found.